Manufacturer narrative:
Additional manufacturer narrative/corrected data - received additional information that there was not a type ii endoleak in this event, rather there were type I proximal and type I distal endoleaks. Therefore the gore® excluder® aaa excluder contralateral leg component (concomitant medical products: pxc121200j/12868107) that was used in this procedure was investigated. The review of the manufacturing records for the device verified the lot met all pre-release specifications. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Manufacturer narrative:
Additional manufacturer narrative/corrected data : implant date: if implanted, give date - as exact date of implant is unknown, but it occurred in 2015, (B)(6) 2015 will be used as date of implant in this report.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On an unknown date, 2015, this patient underwent endovascular treatment using a gore® excluder® aaa endoprosthesis. It was reported that the bifurcation of the abdominal aorta had been replaced with a y-shape graft before the procedure, and there was a pseudoaneurysm at the proximal anastomosis. On an unknown date, aneurysm enlargement was observed (diameter unknown). Also, possibility of an endoleak (proximal type I or type ii) was observed. On (B)(6) 2019, there was a reintervention to treat the aneurysm enlargement. An aortic extender component was implanted in the proximal neck, and the right leg was extended distally with an additional contralateral leg component. After deployment of all stent grafts, angiography revealed a type ii endoleak originating from the left internal iliac artery branch. The physician tried to access to the left internal iliac artery branch, but it was difficult to access. Therefore, no more additional procedure was performed. The physician decided to take wait-and-watch approach to the type ii endoleak. The patient tolerated the procedure. The physician mentioned that the aneurysm enlargement might have been caused by the type ii endoleak originating from the left internal iliac artery.